Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device avail. For eval changed from no to yes. Brand name corrected from express renal sd to express vascular sd. Common device name corrected from stent, renal to catheter, biliary, diagnostic. Product code corrected from nin to fge. PMA# or 510k# corrected from p060006 to similar. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure stent damage occurred. An express renal sd stent delivery system was selected and while crossing the lesion stenosis the stent kinked. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is unknown.

Event description:
It was further reported vascular access was obtained via the right femoral artery. This device is only ous approved but it is similar to an approved us device.